Event description:
As reported, the end that plugs into the processor , all wires are exposed (ultrasound connector detached). The issue found at preparation for use. There is no patient involvement associated on this reported event. No user injury reported. Device evaluation found chipped probe unit, gap observed. This report is being submitted for chipped probe unit.

Manufacturer narrative:
Device inspection and evaluation found the customer reported issue was able to be duplicated, confirmed. Inspection found the ultrasound connector detached, screws missing. Furthermore, the probe unit was found chipped, gap noted. In addition, the following findings were noted : leak check- u-connector found leaking. C-cover insl megaohm value=0. A-rubber glue found chipped. Um (ultrasound image) found with three elements broken #42,45,46 elements broken within 14 elements. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged probe unit likely occurred due to stress and/or handling issues. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 08-dec-2021. Investigation activities have been opened, to manage the actions related to this report and any required MDR reporting.